Manufacturer narrative:
Additional information was received from the hospital and reported the cause of death as respiratory failure secondary to aspiration pneumonia, status post pulmonic vein isolation, mitral valve replacement with a competitor tissue valve, aortic valve replacement with a competitor pericardial valve. The information provided noted that the patient had a history of diabetes, hypertension and progressive heart failure secondary to mitral insufficiency and severe aortic stenosis. The patient had progressive decline in physical status and was admitted to perform the valve replacements. The patient had difficulty getting off the ventilator and developed encephalopathy and progressive renal failure. The patient became ventilator dependent and was placed on continuous renal replacement therapy to main hemodynamics. A family conference was held and the decision was made to transition to terminal comfort care. The patient was taken off mechanical life support and expired. Further review prompted a change in the device analysis results. The change is reflected in this report - results and conclusion. Product event summary: (B)(4). The device was returned and analyzed. Analysis was performed and no anomalies were found, the returned device revealed lifted hybrid bond wires.

Event description:
The implantable pulse generator (ipg) was returned with no information, was analyzed and tested out of specification. Further review of the manufacturer¿s database indicated the patient is deceased. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. Attempts for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4): 4012-58 implantable pacing lead implanted: 1990-(B)(6). (B)(4).